Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy using unknown baxter pd disposables, which caused peritonitis manifested by cloudy effluent. The patient was not hospitalized for the event. The patient was treated with vancomycin 2.5g intraperitoneally (ip), once daily for 2 days and then 1g ip, once daily for 2 days. The patient also received tobramycin 120mg ip, once daily for one day and rifampin 600mg orally, once daily for two weeks. The patient had not yet been retrained on proper aseptic technique, but was scheduled to be retrained at the patient's next visit to the clinic. The patient was recovering from the peritonitis event.

Manufacturer narrative:
(B)(4). The sample is not available for analysis and the lot number was unknown; therefore a sample evaluation and batch review could not be performed. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The original reported peritonitis event, which was previously reported, was a reoccurrence of an earlier peritonitis episode. The first occurrence happened one month prior and was still due to a break in aseptic technique. The causative organism for both episodes was from the same coagulase negative staphylococcus family. The patient was treated with a 3 dose regimen of vancomycin intraperitoneally (ip) and a 2 dose regimen of tobramycin intramuscular (im). The patient recovered from the peritonitis event and was retrained on proper aseptic technique.